Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met 97% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant product: 6949 lead, implanted: (B)(6) 2006; 4965 lead, implanted: (B)(6) 2007; 5873w adaptor, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) due to possible early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.